Event description:
Complainant alleged that while pacing a male pt the device was set to pace pt on-demand; however it was pacing the pt asynchronously. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.